Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: product performance information was obtained, analyzed, and resistance/impedance increase was observed. The weekly pace impedance trend data shows an increase for minimum and maximum ventricular pace bipolar impedance from 779 to 1995 ohm range between (B)(6) 2011 and (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had a gradual increase in impedance and the impedance is now high. The physician suspected twiddler's syndrome. The patient continues to be monitored and the lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.